Event description:
This lead was capped due to oversensing which caused the pt to receive 5 inappropriate shocks. The pt chose to have their ICD removed and replaced with a pacemaker. Should additional info be received, this file will be updated.